Manufacturer narrative:
Lot number # gr18j11015 and an unknown lot number. Two (2) single-use samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by attaching the devices to an in-house solution bag and docking to an in-house vial. No leaks were observed prior to activation, during activation, or during use. The reported condition could not be verified through evaluation of the returned devices. Photographs were provided for ten (10) single-use devices. The devices were attached to solution bags and vials. Visual inspection did not reveal leakage for any of the 10 devices. The reported condition was not verified through evaluation of the photographs. A batch review was conducted for lot gr18j11015 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 32 </noe> malfunction events. It was reported that at least thirty-two (32) vial-mate reconstitution devices leaked. Sixteen devices leaked during reconstitution, twelve leaked prior to patient use, and at least four devices leaked during an unspecified process step. Of the thirty-two events, twenty-eight did not involve a patient, and patient involvement was unknown for four events. No additional information is available.

Manufacturer narrative:
Two additional samples were received for evaluation. The returned units were labeled for single use. Visual inspection on the returned units noted the devices were received attached to vials and solution bags in the activated position. Functional testing was performed by using the original attached vials, and an undamaged sample solution bags. The vialmate devices functioned as expected, with no leaks observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.